Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having lower back, right sciatica, and right hip pain. They would walk up in pain. The patient could feel stimulation going down their legs but they did not think that they should have this hip pain. The patient had been in an auto accident on (B)(6) 2009 but could not recall if the pain started before the accident or if something may have been jarred during the accident. It was confirmed that prior to this pain everything was perfect with the therapy. The pain started about 2 to 2.5 weeks ago which potentially coincided with the reported motor vehicle accident. The caller was directed to their health care provider (hcp). No further complications were reported.